Manufacturer narrative:
D9 - date returned to MFR: 16feb2026 investigation summary received one (1) open/unused. List #14687-15, primary plum set and one (1) used bag spike adapter for inspection. As received, the filter was wetted out. Received one (1) photo of the filter vent leaking on the set. The set was leak tested per specifications and leakage was observed. The complaint of a leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. A device history review could not be conducted because no lot number was identified or provided.

Event description:
An event involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch reported that during the administration of rybrevant, the medication was continuously leaking from the filter vent. There was patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information: (B)(6).